Manufacturer narrative:
Event date: exact date unknown, event occurred half a year from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch/lot: 7073246/ 7073261.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient is also having to charge the battery longer due to the battery being close to end of life. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices were not returned.